Manufacturer narrative:
Additional information received on 05/03/216 indicated that the customer had not received an occlusion with the new box of cartridges and the ketones had been cleared. Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was from 400 into the 500 mg/dl range with ketones. Insulin injections were used to address the bg level. The customer had continuously changed the supplies on the pump. As the customer was not currently receiving an occlusion alarm, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.